Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the event occurred during a planned non-emergency treatment procedure and the procedure was completed by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the device gave an error ¿storage is full, unable to make exposures¿. Analysis of the log file confirmed that there was a malfunction in the lateral ip-pc (image processing pc). During troubleshooting, the fse identified that the ippc drive bay was faulty. The fse replaced the ippc in m cabinet and reloaded software. After replacement of the ip-pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device gave an error: ¿storage is full, unable to make exposures¿ with a patient on the table. The device was in clinical use at the time of the event. No harm to the patient or user was reported. A philips field service engineer (fse) visited the site and after replacing the ippc, the device was returned to expected functionality.